Event description:
A malfunction was reported with a pump, but no notable events occurred before the issue, and there was no adverse impact on the customer's blood glucose level. The pump displayed a malfunction code that was not resettable. As part of the resolution, a replacement pump with updated software was sent by technical support. The customer, whose pump was under warranty, was advised to use an alternate form of insulin therapy, mdi, and given instructions on how to put the pump into storage mode and return it within 10 days. The customer was informed of the need to program settings into the replacement pump and to connect their cgm. All instructions were acknowledged and understood by the customer.